Manufacturer narrative:
Carefusion file identification: (B)(4). The ventilator was evaluated by a carefusion field service engineer (fse). The fse was unable to duplicate and could not confirm "vent inop" alarms. The event log was reviewed for alarms and it was decided, based on the observed alarms, that the main pcb (printed circuit board) failed. The main pcb was replaced to resolve the issue. Any additional information received will be evaluated and included in a follow-up report if required. (B)(4).

Event description:
A customer reported to carefusion that their vela ventilator generated a "vent inop" (ventilator inoperative) alarm. The ventilator was not in use on a patient when the alarm occurred and there was no patient impact, associated with the event, reported to carefusion.

Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. The device passed all testing and met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.